Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was told his right atrial (ra) lead was fractured. Further review revealed the lead exhibited out of range pacing impedance measurements. A physician determined the lead sensing performed as expected and no additional intervention was required. The lead remains in service. No adverse patient effects were reported.